Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1800138 was manufactured on 08/13/2018 a total of 288 pieces. Lot was released on 08/15/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a bent rotation tab. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws. Another attempt was made with the same result. At this time, it was observed that the next two clips were out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck and loose" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the first two clips were unable to load properly. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip stuck and loosened after 9 clips were fired.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip stuck and loosened after 9 clips were fired.